Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4)

Event description:
A technician reported a bilateral case of mild over correction noted at two days post op lasik treatment. Reporter indicated endothelium pockets and edema at two week post op. Patient noted left eye is still blurry. This report addresses the patient's left eye only.

Manufacturer narrative:
Additional information: the system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. Clinical review indicates the edema could be related to the noted realignment of the flaps, which usually delays healing. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).